Event description:
End user reports when removing wafer today, she noticed a small blister approximately one quarter inch in size nest to stoma on the right side of the wafer. The wafer has been on for four days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user uses a protective barrier spray under wafers and (B)(6) soap. Discussion of wafer sizing and molding along, with the use of adhesive remover wipes for easier removal of wafer was performed with the end user. She was advised that the moldable wager should fit against her stoma. It was identified that she was leaving a space between the stoma and her wafer. Skincare was reviewed with end user and she was provided with the order number for stomahesive powder. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. Reported to the FDA on november 11, 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.